Event description:
Additional information was received indicating this device was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). Additional information was received from the field representative that the cause of the out of range has not been determined. The system will not be tested with a commanded shock and planned to watch the patient on latitude until the physician decides differently. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.